Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours on the hip/buttocks. The patient stated that they administered 1.2 units of insulin which did not lower their bg levels, so they administered another 1.65 units of insulin which also did not help. The patient administered another 1.5 units of insulin which then dropped their bg levels rapidly to 4.3 mmol/l (77.4 mg/dl) causing them to feel dizzy. The patient removed the pod and applied a new one before seeking medical attention. The patient called an ambulance and was transported to (B)(6) on (B)(6) 2025 where they were diagnosed with hypoglycemia and treated with glucose. The patient states they believe it could have been a kink in the cannula but is not sure and is only guessing. The patient was discharged the same day.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.